Manufacturer narrative:
A partial lead with only the connector portion was returned for analysis. External insulation abrasion was noted at 19.4 cm ¿ 20.0 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16568. Related manufacturer reference number: 2938836-2019-16570. It was reported that when the patient presented in-clinic, their device was found to be under-sensing very small r-waves. The patient was in ventricular fibrillation but the device under-sensed and determined it was a ventricular tachycardia and the incorrect type of therapy was delivered. It was also noted there was lead noise present. The patient was in cardiac arrest but it was reported that the cause of death is unknown.

Manufacturer narrative:
Additional information: a partial lead with only the connector portion was returned for analysis. External insulation abrasion was noted at 19.4 cm ¿ 20.0 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise, under-sensing and incorrect type of therapy delivered.